Manufacturer narrative:
Additional information received update on block b5:describe event or problem . Corrected fields: h6: patient codes h6: device codes blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. There were no issues during the procedure. A cone beam computerized tomography (CT) scan was performed and showed the gel had migrated into a pocket away from the rectum. The patient is experiencing mucous discharge with bowel movements. Slice 2 of the CT scan showed a fluid collection forming around the spaceoar vue. The patient was placed on tamsulosin and myrbetriq. The mucus seems to have decreased. The patient is reported to be generally okay. As of december 12 ,2021, additional information received stating that there was no rectal wall infiltration. However, there was a spaceoar that appeared to have a dark rim of tissue around it and appears to be walled off. The patient was not behaving like he had an infection.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. There were no issues during the procedure. A cone beam computerized tomography (CT) scan was performed and showed the gel had migrated into a pocket away from the rectum. The patient is experiencing mucous discharge with bowel movements. Slice 2 of the CT scan showed a fluid collection forming around the spaceoar vue. The patient was placed on tamsulosin and myrbetriq. The mucus seems to have decreased. The patient is reported to be generally okay. Boston scientific has been unable to obtain additional information to date regarding this event, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received update on block b5:describe event or problem , h6: patient codes and impact codes. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e1906 and e172001 captures the reportable event of unspecified infection and abscess. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6), 2021. There were no issues during the procedure. A cone beam computerized tomography (CT) scan was performed and showed the gel had migrated into a pocket away from the rectum. The patient is experiencing mucous discharge with bowel movements. Slice 2 of the CT scan showed a fluid collection forming around the spaceoar vue. The patient was placed on tamsulosin and myrbetriq. The mucus seems to have decreased. The patient is reported to be generally okay. Boston scientific has been unable to obtain additional information to date regarding this event, despite good faith efforts. As of december 12, 2021, additional information received stating that there was no rectal wall infiltration. However, there was a spaceoar that appeared to have a dark rim of tissue around it and appears to be walled off. The patient was not behaving like he had an infection. Additional information received on january 24, 2022: the patient has completed radiation therapy on (B)(6), 2022. The patient presented with fever and an elevated white blood cells of 11. A computed tomography (CT) scan showed the similar walled off fluid collection near the rectum. The area is a bit smaller and the radiopaque area is not as clear. The physician is proceeding with transperineal interventional radiology (ir) guided drainage of the abscess.